Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose ranging from 400 mg/dl at the time of incident. Customer¿s current blood glucose was 333 mg/dl. Customer also had blood glucose 105 mg/dl at the morning .customer experienced the abdominal pain and difficulty in breathing like symptoms related to the high blood glucose. Customer was treated with the bolus. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test at 0.08760 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).